Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was not achieved after deployment of a 6fr angio-seal device. Manual pressure was held to achieve hemostasis. The patient was stable and was sent to recovery on (B)(6) 2018. The recovery staff reported no pulse in the right foot on (B)(6) 2018 and called for vascular team in to access and fix the issue. The patient was reported to be in stable condition. The procedure outcome was a success. Additional information was received on 9/4/2018. A heart cath was performed and it was decided to use a 6fr angio-seal to close after a groin angiogram confirmed no concern. The physician accessed the opposing groin, and ballooned and stented the stenosed area. The sheath size used was a 6fr pinnacle tif tip. A pre-deployment angiogram was performed. There was no reported blood loss. However hemostasis was not achieved after deployment and manual pressure was used to achieve hemostasis. Additional information was received on 9/5/2018. The company representative reported that the physician believes the angio-seal device caused or contributed to the vessel occlusion. The occlusion was treated with angioplasty and stenting.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.